Event description:
It was reported that patient is having allergic reaction, unable to confirmed if it was device related. It was noted that the patient had a swelling on bottom lip and left side of his face, per the physician not device related. The patient was given antibiotics as a prophylactic. No further action needed at this time.